Event description:
The pt received the scs system on (B)(6) 2009. It was reported the pt was scheduled for a procedure to implant an add'l lead to provide better coverage. Just prior to the surgery, the pt reported she was no longer feeling stimulation and was unable to communicate with the ipg via pt programmer and charging system. The pt also reported experiencing ipg heating. The ipg was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Result - the complaint was confirmed. As returned, visual inspection of the returned ipg revealed discoloration in the lower septum. The upper septum and header were clear and intact. The can was in good condition. The ipg would not communicate with the lab pt programmer or the lab blue screen utility. X-ray analysis did not reveal any conclusive results. The can was then cut open and the top half of the ipg can was removed. Inspection of the interior of the ipg can was removed. Inspection of the interior of the ipg did not reveal any anomalies. The in-circuit battery voltage was measured to be 1.023v which is below the minimum necessary for communication. Inspection of the internal battery revealed it was in good condition and did not show signs of leaking. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to mfg specs using the autotester. The ipg passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.